Manufacturer narrative:
The patient involved in this complaint is a (B)(6) male enrolled in a clinical study that underwent injection of accufill in the right knee on (B)(6) 2015 to treat insufficiency fractures of the medial femoral condyle and tibial plateau. An arthroscopy was performed in the same surgical setting just prior to accufill injection. A tourniquet was used during the procedure. During the arthroscopy, the surgeon noted grade IV chondral changes of the medial femoral condyle and medial tibial plateau with significant loose chondral fragments which were debrided. There were also significant meniscal tears of the medial meniscus that were resected. Grade ii changes were noted in the lateral compartment and grade iii changes in the patella-femoral compartment with loose chondral fragments that were debrided. Subsequently fluoroscopic imaging was used to place 2 accuport cannulas in the proximity of the insufficiency fractures in the medial femoral condyle and medial tibial plateau per preoperative planning based on review of MRI. Fluoroscopy was used to monitor the injection process. Three (3) cc of accufill was injected into the medial femoral condyle and 5 cc of accufill was injected into the medial tibial plateau. The stilets were then placed back in the cannulas and the accufill was allowed to harden before cannula removal. The arthroscope was then placed back in the knee to ensure no accufill material was in the joint. At 6 weeks follow-up, the patient reported an improvement in vas pain from 7.5/10 pre-op down to 1.9/10. The patient also reported an improvement in ikdc subjective scores (function) from 13.82 pre-op to 31.1 at 6 weeks. However, at 3 months follow-up, the patient reported a return in pain level to 7.5/10. The surgeon believed this increase in pain was due to the patients knee osteoarthritis and was not related to the accufill or the injection procedure. The patient elected to undergo total knee arthroplasty on (B)(6) 2016. In the operative notes for the arthroplasty procedure the surgeon did not mention the status of the accufill implant material nor were any complications noted regarding preparation of the bone for the tibial and femoral implants. From the operative notes, it does not appear that the previously injected accufill material affected the total knee arthroplasty procedure and no mention was made of bone grafts or augments used in the procedure. Clinical study subject.

Event description:
Total knee arthroplasty after receiving subchondroplasty